Manufacturer narrative:
Based on the available info the event is deemed serious injury. End-user was provided instructions in product use, skin care to denuded skin, and crusting techniques through the use of stomahesive powder and barrier wipes explained how to use powder and barrier wipes. An investigation was conducted by evaluating and assessing the baseline complaint data; procedure review of changes in materials and processes; review of the risk probabilities calculated and review of returned products. Through the analysis of the complaint data feedback, a specific root cause cannot be determined. The feedback expressed by the ostomy pts and/or health care provider is consistent with the conditions that ostomy pts experience is reviewed. An investigation report on field skin irritation was used for the comparison analysis of the eval. There was no returned product available for review. This complaint will be closed. Skin related field feedback and/or complaints will continue to be tracked and evaluated according to convatec inc. Procedures. A returned sample was not expected for this complaint. No additional info is expected. Reported to the FDA on october 29, 2013. Note: the actual date of event is unk, so the date used was the date convatec became aware.

Event description:
It is reported that end-user's skin presented with "leaking and bleeding" at the 6 o' clock position under wafer's mass for about 1 month.